Event description:
Report received from (B)(6) stating that the device has came apart. The device was unk if it was being used during surgery. The occurrence date is unk. It is unk if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available a supplemental report will be sent.